Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false + blood cultures over last 24 hours."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false + blood cultures over last 24 hours."

Manufacturer narrative:
H.6 investigation summary a complaint of "false positive blood cultures" was received against instrument bottom bactec fx packaged material number: 441385, serial number:(B)(6).bd field service engineer (fse) was dispatched, reseated the rack which resolved the issue. This complaint is confirmed failure of the bd product. Root cause of the false positive is unknown. Device history record review for the instrument (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.